Event description:
An employee was putting an instrument in the soak tray filled with cidex plus solution when the solution splashed in their eye. Employee irrigated their eye for fifteen minutes with running water but it was still stinging when the call was made. The "msds" was faxed to employee and american society of parasitologists recommended employee visit an ophthalmologist and take the "msds". When using the cidex, employee was not wearing goggles but was wearing a gown and gloves.